Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection performed observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. No visual issues. A functional evaluation was performed found the opened device was tested and plugged into the controller and registered settings (7,3). The wand produced plasma as expected and had no issues activating coag. No smoking occurred in testing and the wand ran at normal levels. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include issues during setup of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an ent procedure, the wand smoked and overheated during use, and the ablation didn't achieve the expected outcome. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.